Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: nipple discharge, rippling. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 275cc breast implants and experienced capsular contracture baker grade unknown and deflation on the right side post-operatively and bloody nipple discharge and rippling on the left side. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) on (B)(6) 2020. The patient has recovered post-explantation. This report is for the left breast prosthesis.